Event description:
It was reported that the patient had previously had a ¿defective pump¿ that was failing periodically. The patient had been hospitalized several times because of signs of either overdose or withdrawal, though the reporter didn¿t know which. Since then, that pump had been explanted and replaced. At the time of report, the pump was being used to deliver baclofen; however, it was unknown what drug was being used at the time of the event.

Manufacturer narrative:
Product ID 8703w, lot# l65759, implanted: 2000 (B)(6); product type catheter. (B)(4).